Event description:
According to dr., during placement of the ventrales mesh, the ring broke. A kink can be noticed in the memory ring.

Manufacturer narrative:
The subject product has been received for evaluation. However, the evaluation has not been completed yet. Will send follow up report upon conclusion of evaluation.